Event description:
A malfunction was reported on a customer's pump, but there was no adverse impact on the customer's blood glucose level. The customer indicated interest in obtaining an out-of-warranty loaner pump due to their malfunctioning pump, which was no longer under warranty. Technical support confirmed the shipping address and discussed the loaner pump agreement with the customer, who agreed to send insurance card pictures and acknowledged the receipt of a pump with updated software. Technical support also advised the customer on steps to take upon receiving the loaner pump, and the case was left open for follow-up as the customer was unable to complete the form immediately.